Event description:
Patient reported that their one touch ultra meter would not turn on when the power button was pressed. This issue was not resolved with troubleshooting. Patient did not have any symptoms. A result of 161 mg/dl taken on another meter is documented. No further clinical information was provided.